Manufacturer narrative:
Device has been explanted, date unknown. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl(suspected) and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " a diagnosis of bia-alcl" and "late seroma... With no signs of infection." Date of alcl diagnosis: (B)(6) 2020. (B)(6).

Event description:
Healthcare professional reported, via regulatory agency "late seroma in right breast, with no signs of infection" and "alcl." Device was removed and a capsulectomy was performed. Histopathological markers have not been confirmed.